Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported event could not be conclusively established through this evaluation. An attempt was made to obtain additional information from the customer regarding the event; however, the site was unable to provide the information as their policy prohibited the release of the information. The device was not returned. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. Death is listed as an adverse event that may be associated with the use of heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away for unknown reason. Autopsy was not be performed, device was not explanted and will not return for evaluation. No additional information provided.